Event description:
Account alleged the brakes are broken.

Manufacturer narrative:
Technician found the casters don't hold. Technician replaced the brake and brake/steer casters to resolve. No injuries reported.